Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736218, serial/lot #: unknown. H3) no hardware parts have been received by the manufacturer for evaluation.  Codes: b17, c20, and d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon bootup, the system displayed a blank black (backlit) screen with a white blinking cursor. The field representative (rep) confirmed the system was plugged into its own isolated outlet. There was no patient involvement. Troubleshooting was performed, the issue reoccurred after multiple hard reboots, and once briefly displayed the ubuntu screen, before returning to the black screen and white cursor. The probable cause was noted to be the solid state drive (ssd).

Manufacturer narrative:
H2-h6: a medtronic representative went to the site to test the equipment. The ssd was replaced and the system performed as intended. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.